Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# v750603 serial# implanted: 2011-(B)(6)explanted: 2017-(B)(6) product type lead h.6. Based on follow up information received, the previously reported device code of no longer applies to the event. H.6. Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) reported that the patient had a lead revision and that the ins was removed and replaced because it was causing them pain there were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was sexually assaulted and the device dislodged in the pocket during the assault. This led to discomfort at the pocket site, so the patient had a revision done. It was noted that an impedances check showed normal impedances. The surgeon opened the pocket and removed the device, noting that it looked in good shape. They created a new pocket and inserted the battery and completed the surgery without any complications. It was noted that the issue was resolved at the time of the report. There were no further complications reported or anticipated.